Event description:
Customer reported device = 1168 mg/dl sometime in 1999 when they were in a coma for 8 days. Customer took a nap at 11:30 am and never woke up. Customer was found 300 hours later. Prior to nap, customer thinks device =258 mg/dl. Customer was treated but was uncertain what type. No controls were used. Customer no longer has the device. Replacement product is being sent, however no product is being returned for eval.